Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation, the pump history was reviewed and shows that the most likely cause of the shut down was faulty c cell batteries. There were no failures within the pumps hardware. The pump is being serviced and returned to the customer.

Event description:
The initial reporter states that the pump auxiliary alarm sounded and they were unable to clear it. They also stated that the patient changed the pump batteries and that the auxiliary alarm occurred seven hours later. They noted no other alarms prior to the pump shutting off and the auxiliary alarm sounding. Mmdg followed up with the initial reporter, who stated that there were no adverse effects to the patient. (B)(4).